Event description:
It was reported that when attempting to mix the product in question, there was less liquid than usual, and it could not be mixed. The new product was opened and used, and the surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device product 3070040, lot 4016765, and no non-conformances / manufacturing irregularities were identified. Manufacturing date: 05-dec-2022. Expiry date: 30-nov-2025. Quantity: (B)(4). There were zero non conformances on this lot. All qc and microbiology testing met specification. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation was performed for the finished device product 3070040, lot 4016765, and no non-conformances / manufacturing irregularities were identified. Added: e1 facility name.